Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. .

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the imaging system would enter standalone mode after performing a successful 2d ap image acquisition. The reported issue would occur when adjusting the gantry to perform a lateral 2d image acquisition. The system would enter standalone mode for 5 seconds, enter 2d mode and then perform a successful 2d image acquisition. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis of the computer of the viewing station of the imaging system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the viewing station of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Additional information: additional information received.

Event description:
There was a reported delay of 1 minute as a result of this issue.